Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient received an end of battery life (eol) message prior to the expected service life of the device, specifically before reaching two years post-implant, resulting in the replacement of the implantable pulse generator (ipg). Postoperatively, the patient is doing well. The explanted device will not be returned for analysis, as it was retained by the medical facility.